Manufacturer narrative:
Sample analysis: the device was returned with the implant detached from the delivery pusher. The implant was not returned for evaluation. The pusher electrical continuity was verified and was within specification. The attachment tether that holds the implant intact with the delivery pusher is white opaque. This appearance is consistent with stretching. The remainder of the delivery pusher is normal in specification. We can not determine if the microcatheter attributed to this incident as it was not returned for evaluation. Root cause: the root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment tether.

Event description:
It was reported that during the embolization of an aneurysm, the coil prematurely detached during withdrawal of the coil into the microcatheter. The coil was approximately 80% inside the aneurysm. A snare was used to push the remaining coil inside the aneurysm. There was no coil remnant in the parent artery. There were no clinical sequelae.